Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The wearable was inserted into the upper buttocks on (B)(6) 2023 which is considered off label placement of the device. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.